Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the "pump is not functioning". There was no reported adverse impact to the customer's blood glucose level. Customer was sent a replacement pump. Customer declined further follow up from tandem technical support and no further information was able to be obtained.